Manufacturer narrative:
(B)(4).

Event description:
The hcp reported that the facility has done some "pretty awful things" with pumps. No patient symptoms outcomes or interventions reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.